Event description:
When attempting to open steam sterilization pouches for presentation of items to the sterile field, the pouches are tearing down the middle instead of at sealed edges where they are suppose to be opened. This renders item inside the pouch contaminated and cannot be used. Previous instances of this problem. Several of the torn pouches were given to the co sales rep.